Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a failed battery test alarm on the insulin pump. Customer's current blood glucose reading is 240 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had normal operating currents. No unexpected failed battery test alarms were noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.